Manufacturer narrative:
Additional information: d9 - date returned to mfg 31jan2025. Investigation summary: the logs were downloaded and send to gsm, engineering cannot confirm the customer¿s claim on the pump not maintaining the set programming, but can confirm an abruptly shut down after 19 minutes of being unplugged from ac main while logging a battery charge level 4. The probable cause for the abrupt shutdown is due to a low battery logged and the notable discharge from level 4 to level 1 is indicative of a bad battery and needs to be replaced. Device failed self-test with distal occlusion error alarm n180. Replaced fluid shield. Device passed self-test with no error alarms. Probable cause is defective / worn fluid shield. Device was received with non-ICU medical battery. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery softkey. Probable cause incorrect battery installed. Non-ICU medical battery installed.

Manufacturer narrative:
Investigation in progress and results will be submitted upon investigation completion.

Event description:
It was reported that, on an unknown date, the plum 360¿ infusion pump does not maintain the set programming and turns off. There was no patient harm reported.